Event description:
It was reported that an inaccurate fill estimate was received. Customer's blood glucose level was 110 mg/dl. Reportedly, the customer reverted to an alternate pump for insulin therapy.